Event description:
The patient was found to have high lead impedance. Internal data from the generator was received and reviewed.no known surgical intervention has occurred to date.no other relevant information has been received to date.